Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient had been having a rough time lately. Agent asked the caller to clarify and they explained that the patient's implantable neurostimulator (ins) was indicated for ocd and hypochondria (but mostly ocd), and their condition has gotten worse in recent months. The caller stated that the patient was in the hospital recently for EKG, MRI, and eeg. The caller mentioned that the hospital staff had trouble getting a good reading from the eeg. The caller also mentioned that the hospital contacted a manufacturing rep to assist in preparing the ins for an MRI. The caller did not indicate that manufacturing rep was aware of the event. The caller mentioned that the patient did not feel anything when the ins was turned off at the hospital, and they did not feeling anything when the ins was turned back on. This concerned the caller because they know the patient has pretty high settings, so they requested agent to walk them through connecting to the ins to ensure the therapy was turned on. Agent reviewed requested information and caller confirmed the therapy was turned on and the ins battery was 90% charged. The caller was redirected to the patient's hea lthcare provider to further address the issue. The caller thinks the patient has an appointment with their managing hcp on october 16th to determine if the therapy settings need to be adjusted.